Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that 4fr catheter removed due to leaking near insertion site, post removal a hole was found in the catheter not appearing to have been caused by user error. PICC was removed and replaced. The account mentioned they had another device removed for similar reason recently so two events. Date of first event currently not known but was 'recent'. No other current information is known. This report addresses the second event.